Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence due to a fluid loss in the device. The aus was explanted and replaced. There is no additional information reported.